Manufacturer narrative:
Section b5: correction.

Event description:
Patient did not experience aortic insufficiency, aortic insufficiency was reported in error.

Manufacturer narrative:
The evaluation of (B)(6) confirmed evidence suggesting thrombus may have been present in the pump during device operation. The pump was returned assembled with the driveline cut approximately 12¿ from the pump housing and the distal portion was not returned. The sealed inflow and outflow conduits were not returned. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed contact marks on the outlet bearing cup, which suggests a deposition or thrombus formation may have been present at this location during device operation. A thrombus in the pump, if present during device operation, could have contributed to the reported ldh elevation, as well as the power and flow elevations captured in the log file. A specific duration for which the thrombus could have been present in the pump cannot be determined through this evaluation. No adhered depositions or thrombus formations were identified within the pump upon examination. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had high power readings the past few days on (B)(6) 2019. The patient was later seen at the hospital where the account noted elevated lactate dehydrogenase (ldh) levels. A ramp test was also performed and revealed aortic insufficiency. The account suspected a pump obstruction and performed a pump exchange on (B)(6) 2019. No further information was provided.